Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed to open and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer did not open and could not be recovered. A field service engineer replaced the inseparable (insep) magnet that had fallen out. After the replacement, the customer opened and closed the drawer to confirm functionality. The customer tested the drawer in inventory mode after the inseparable magnet was replaced. The system functioned as intended after the field service engineer repaired the device.